Event description:
It was reported that the patient present in the clinic for follow-up, externalized conductors were observed. Fracture was also noted. No electrical anomalies were detected. Patient was asymptomatic. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.